Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) of 1152mg/dl with emesis and was diagnosed with diabetic ketoacidosis. It was said that the patient was admitted from the emergency room (ER) to the intensive care unit where he received fluids and medications. The reporter noted that the ER doctor questioned the functionality of the pump; the reporter, who is an animas clinical manager and family member, stated that she did not believe that a pump malfunction caused the event. The reporter said that the sequence of events began on friday (B)(6) 2012 when the patient became ill after he ate lunch and went to bed. She said that he did not check (bg) until she arrived at his home on (B)(6) 2012 and found him to be ill. According to the reporter the patient said he did not eat anything and did not expect his bg to be elevated although she had instructed him otherwise. In addition he has a history of replacing infusion sets every 6 to 7 days and re-using cartridges. It is unknown if this practice was in place on the day of the event. The reporter stated that at 8:50am his bg reading was hi on the glucose meter and he delivered 20 units via syringe. By 6:00pm the patient's bg was said to have dropped to about 290mg/dl. This complaint is being reported based on the following conclusion: the patient experienced a serious diabetic injury while using an insulin infusion pump. It is unknown if the incident was related to the use of an insulin pump, malfunction or misuse.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.